Event description:
Based on additional information received on 22-nov- 2017, this case initially considered non-serious was upgraded to serious as the serious event of device malfunction with seriousness criteria as important medical event was added. This case is cross referenced with case: (B)(4) (cluster). This unsolicited summary case from united states was received on 10-nov-2017 from a nurse. This case concerns 2 patients of unknown demographics who received treatment with synvisc one and device malfunction was identified for the reported lot number, later after unknown latency the patient experienced swelling, severe pain and effusion. No past drug, medical history, concomitant medication or concurrent condition was provided. On an unknown date, the patients initiated treatment with intra-articular synvisc one injection once (dose and indication: unknown) (batch/lot number: 7rsl021; expiry date: not provided). Since an unknown date, after unknown latency, device malfunction was identified for the reported lot number. On an unknown date, after unknown latency, the patients experienced severe pain, swelling and effusion. Corrective treatment: not reported for all the events outcome: unknown for all the events a global pharmaceutical technical complaint was initiated with ptc number: (B)(4). An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation would be completed, corrective and preventive actions would be implemented. Seriousness criteria: important medical event for device malfunction additional information was received on 22-nov-2017. This case initially considered non-serious was upgraded to serious as the serious event of device malfunction with seriousness criteria as important medical event was added. The global ptc number with ptc result was added. Clinical course updated. Text was amended accordingly. Pharmacovigilance comment: sanofi follow-up company comment dated 22-nov-2017: this case concerns a patient who has received synvisc one injection from the recalled lot and later the patient experienced severe pain, swelling and effusion. A temporal relationship can be established with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Thus, the causal relationship of the events to the products cannot be excluded.